Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump during bolus delivery. The customer's blood glucose was 298 mg/dl. During troubleshooting for the motor error, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer stated the no delivery alarms were resolved by an infusion set change. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional tests and no unexpected alarms noted. The insulin pump had minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.